Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the symptom false downstream occlusion alarms, but confirmed it through review of the event history log. The eval found that the downstream current readings with a fluid fill set were above specification, and that the downstream pressure plate gap was out of specification. Both of these are known contributors to false downstream occlusion alarms. The pump was recalibrated to ensure continued accurate detection.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed downstream occlusion. There was no pt involvement.